Event description:
A cartridge alarm was reported by the customer, specifically alarm 20, occurring during the pump's load process. There was no adverse impact to the customer's blood glucose level. The customer had encountered similar alarms in the past but had attempted to resolve them independently. To address the issue, technical support arranged for a pump replacement with updated software. The customer was advised to program their settings into the new pump and connect their cgm. Furthermore, instructions were provided for returning the problematic pump within ten days to avoid additional charges, and the customer confirmed their understanding of these steps.